Manufacturer narrative:
Concomitant medical products: addrl1, ipg, implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of dizziness. The right ventricular (rv) lead exhibited noise and low impedance causing a polarity switch. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.